Event description:
The usb serial cable was received for analysis by the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the vns programming tablet was not working. It was stated that the tablet was unable to interrogate multiple patients'; generators. The issue was believed to be due to a faulty usb to db9 serial adapter cable. Additional information was received that the sales representative performed troubleshooting and identified that the usb to db9 serial adapter cable was indeed the cause for the issue. After replacing with a known good cable, functionality was restored. It was reported that the facility was storing the programming tablet in a way that put excessive strain on the cable. The faulty usb to db9 serial adapter cable has not been received by the manufacturer for analysis to date. No additional relevant information has been received to date.